Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-01-21 (B)(4) (con) additional information received stated that the patient was sent a new battery and this resolved the issue of the ins not depleting in the way it used to. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was not working as good as it should. They stated that they had been having some pain that was not controllable. The patient stated they had been trying to get a hold of a manufacturer representative (rep) for about the last week to a week and a half. The patient state they had called and emailed them. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked. It was reported that the event had been occurring for about the last month (2018). No further complications were reported/anticipated. Additional information was received from the consumer via a manufacturer representative who met on (B)(6) 2018. The patient had "buzzing" in their legs that was too intense. The patient had recently undergone physical therapy. Impedances were checked and the settings were checked to see what the patient had been using. The patient was educated on how to use hd programming. The patient may have been running it with intensity settings too high. The device was reprogrammed with several new programs in case the patient felt turning down the intensity on their current program did not help. It was noted that the issue was resolved without surgical intervention. No further complications were reported. Additional information was received from the consumer. They stated that stimulator had worked well for a while then gradually the therapy was less and less effective. They stated the therapy began worsening sometime in the latter part of 2018. They then said that about two weeks ago he began "going thru a test using ablation" for his back so he has been turning off his stimulation for the test so it doesn't interfere. They stated he has had a fusion and its focused on the "center and upper part of the back". They noted that around the time of the ablation he noticed his ins battery isn't depleting the way it used to. It was reviewed that if the patient was not using the stimulation as often, that may affect how quickly the stimulator will deplete. The caller was redirected to follow up with the hcp to discuss symptoms and programming.